Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This medwatch was originally submitted in error, additional information indicates competitor product was removed (B)(6) 2008.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2008 due to loosening of the femoral stem and acetabular cup. Additional information provided in a review of invoice history confirm patient had a revision on (B)(6) 2008 due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-00620 & 00621).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in 1979. It was further reported patient underwent a revision procedure on an unknown date in 1984 due to infection and a replacement procedure on an unknown date in 1986. Operative notes indicate patient received competitor product. Subsequently, patient was revised on the right side on (B)(6) 23, 2008 due to loosening of the femoral stem and acetabular cup and early osteolysis. Additional information provided in a review of invoice history confirm patient had a revision on (B)(6) 2008 due to unknown reasons.